Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported they were having more pain in their hip and leg on their right side and they have no issue with their left leg. Patient mentioned they tried to increase the stimulation and told them they didn't have the setting. Patient mentioned they had more pain, tried to increase stimulation and unable to increase the stimulation. Patient said they didn't know if that meant that was the highest level they should have it at or if it meant that they could only go down. Patient mentioned they thought it may have gone down to 1.7 but when they went to increase it they couldn't get it to go in another direction. Patient also mentioned they had a brain aneurysm prior to the implant and had short term memory. When asked for event date, patient stated they noticed the issue a few days ago. Agent walked patient through adjusting stimulation in group a, b and c. Patient confirmed they were able to increase stimulation in group b and c but when they increased stimulation in group a the controller showed settings not available. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the manufacturer representative (rep). It was reported that there were high impedances. 8 - 28340; 9 - 29770; 10 - 31610; 11 - 26500; 12 - 29870; 13 - 30590; 14 - 31100; 15 - 29360 patient also had no 8-15 ins port connectivity. A loss of stimulation was reported. Moved all programming to the working, left lead. Made care team aware of high impedances and will attend next follow up with patient's provider. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.